Event description:
During the procedure the lag screw step drill got stuck going over the threaded k-wire. Removed the k-wire to use a 3.0 guide rod for the reaming. Guide pusher was reported broken after the case. The rubber seal broke apart.

Event description:
During the procedure the lag screw step drill got stuck going over the threaded k-wire. Removed the k-wire to use a 3.0 guide rod for the reaming. Guide pusher was reported broken after the case. The rubber seal broke apart

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.